Manufacturer narrative:
Citation: musallam a et al. Infolding of self-expanding transcatheter aortic valve: diagnosis, management and outcomes. Journal of the american college of cardiology. 2019 oct;74(13):suppl b712. Doi: 10.1016/j.jacc.2019.08.858. Epub 2019 oct 1. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an assessment of the rate of infolding, predictors, hemodynamic status, treatment, and adverse events in patients who underwent transcatheter aortic valve replacement with medtronic self-expanding valves. All data were collected from a single center over a 5-year period. The study population included 523 patients (predominantly female; mean age 80 years), all were implanted with medtronic corevalve, evolut r, or evolut pro bioprosthetic valves. No serial numbers were provided. One patient died due to an annular rupture following an emergent balloon post-dilatation that was performed to treat infolding of the valve frame. The identity of the valve (corevalve, evolut r, or evolut pro) that was implanted in this patient was not reported. Based on the available information, medtronic product was associated with the death. Infolding of the valve frame was observed in all 3 generations of medtronic self-expanding valves. It was noted that most of the cases of infolding were resolved with balloon post-dilatation and only 2 cases required resheathing and replacing with new valves. Adverse events that occurred as a result of infolding: severe hemodynamic collapse requiring resuscitation. Other adverse events reported: in-hospital non-disabling stroke, mild-moderate aortic regurgitation, and a valve-in-valve implantation that was linked with an evolut r valve (no other details provided). Based on the available information, medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.